Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volumetric accuracy test. The device failed during evaluation with no patient involved. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external and internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The cause of the issue could not be determined as an unrelated issue was noted that required testing to be aborted. Should additional relevant information become available, a follow-up report will be submitted.